Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri (elective replacement indicator) battery status 3.7 months after implant. Lead impedances and other values remained within range and the ICD has not delivered a shock yet.